Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that hearing with the device fluctuates a couple of times a day. When this occurs she is not able to understand speech and hearing is uncomfortable. After some time her hearing reverts back to normal. The patient is not sure if this may be caused by excessive sweating. The external components were checked and no problems were detected.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. As the active electrode has been received incomplete, an exact location of the fractures could not be determined. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported that sound with the device fluctuates a couple of times a day. When this occurs she is not able to understand speech and hearing is uncomfortable. After some time, her hearing reverts back to normal. The external components were checked and no problems were detected. The patient was re-implanted.